Manufacturer narrative:
The insulin pump received with no button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to no button response. The device had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was performed. The device was returned for analysis.